Event description:
It was reported that upon receiving the shipment and conducting incoming inspection, it was found that there was no product label. No patient injury was reported.

Manufacturer narrative:
One unopened tracheostomy was received in the tray with a product label on top. No carton was returned with the sample. A review of the device manufacturing recore (dmr) was completed and shows no non-conformities. Quality inspection was complete and passed. All printed label sample were documented per procedure, included in the dmr. Complaint could not be confirmed due to carton was not returned. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).